Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2021. Additional information: d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021. Investigation summary : one vst10 was returned with dual applicator attached to the syringe holder. The plungers were missing from the syringes. There was visible damage to the gray luer connectors indicating a tool was used to try to remove the tip. Th evaluator was able to remove the spray and drip tip with their hands with minimal resistance. It is unknown whether the customer overtightened the luer connectors with their tool when trying to remove the tip. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number of the kit? B4yde00301. Are there pictures of the damaged device available? No. Is the device available to be returned for evaluation? Yes. I¿ve not received a shipper kit yet. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The applicator was faulty, because the luer locks would not open, to remove the open tip. No adverse patient consequences were reported. Additional information was requested.